Event description:
A report was received that a pt was suspected of an infection, due to pus coming out from the incision site. The physician irrigated and drained the incision site. The pt was reportedly doing fine following the procedure.